Manufacturer narrative:
The instrument was returned for evaluation. The instrument was found to have thermal damage on the monopolar yaw pulley around the weld location of the conductor wire to the base of the spatula. Additional thermal damage was found on the surface of the yaw pulley. Furthermore, the electrical continuity testing failed, indicating a broken conductor wire. The spark reported is most likely due to the conductor wire broken at the weld location. The root cause of the conductor wire breakage is unknown. A follow up MDR will be submitted if any additional information is received. This complaint is being reported due to the following conclusion: the broken conductor wire at the weld found during failure analysis suggests that unintended arcing occurred. While there was no reports of patient ham, adverse outcome or injury recurrence of reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a "sparkle" on the tip of the permanent cautery spatula instrument. There was no report of patient harm, adverse outcome or injury. On 11/19/2018 intuitive surgical, inc. (Isi) received the following additional information: it was confirmed that the nurse did not inspect the instrument or the cannula prior to use. "Sparking" was witnessed at the beginning of the procedure as the surgeon was performing ¿initial exposure.¿ the spark was observed when monopolar energy was activated. It was also confirmed that the maryland bipolar forceps instrument used did not collide with the permanent cautery spatula instrument. It was confirmed there was no injury reported due to the alleged "sparking".